Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
New information regarding the error message received on 2022-11-11 due to the ssu. The failure could be reproduces during testing of the affected device. The error message "+5vtest¿ occurred. A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Manufacturer narrative:
It was reported that the rotaflow suddenly stopped and worked normally after restarting. The failure could be reproduces during testing of the affected device. The error message "+5vtest¿ occurred. The failure occurred during patient treatment. No harm to any person has been reported. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to reproduce the reported failure "+5vtest". The rf flow measure board (article number 70101.1681) has been replaced. After the replacement the device is working as intended. Based on the investigation results the reported "+5vtest" could be confirmed. A device history record (DHR) review was performed on 2023-04-12. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Further investigation is ongoing. The affected rf flow measure board (article number 70101.1681) has been requested but has not been received yet.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the error message "+5vtest error¿ occurred on the rotaflow console (rfc) and the device stopped during patient treatment. The rfc worked normally after restarting. No harm to any person has been reported. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to reproduce the reported failure "+5vtest error". The rf flow measure board (article number 70101.1681) has been replaced. After the replacement the device is working as intended. The affected rf flow measure board (article number 70101.1681) was send back to the manufacturer for investigation. The part was investigated by the getinge life-cycle-engineering (lce) and the reported failure "+5vtest error" could not be reproduced. However, a similar error (+12v test) was observed during functional testing. The reported failure "+5v test error" and the observed malfunction "+12 v test error" could have the same root cause. The console displays and registers only the first occurred error message. Based on the investigation results the reported failure "+5vtest error" could be confirmed by the technician but the reported error could not be reproduced during the investigation by the getinge life cycle engineering therefore, no most probable root cause could be determined. However, a probable cause could be determined by the getinge life cycle engineering as a sporadic component defect that causes a disturbance on the voltage supply lines which could triggered the reported failures. A device history record (DHR) review was performed on 2023-04-12. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the rotaflow suddenly stopped and worked normally after restarting. The hospital did not remember the alarm code. The failure occurred during patient treatment. No harm to any person has been reported. Complaint ID: (B)(4).